Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a system check and did not find any instrument malfunction. The cse then performed instrument decontamination procedure and ran a water test, which was acceptable. The cse performed adjustments and ran quality controls, which were acceptable. The cause of the discordant, false negative total hcg result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative total human chorionic gonadotropin (total hcg) result was obtained on one patient sample upon repeat testing on an immulite 1000 instrument. The sample was initially tested on the same instrument and an error message was displayed. The discordant result was not reported to the physicians. The patient was tested for qualitative hcg using an alternate methodology, which resulted positive. The customer then sent the sample to an alternate laboratory and the sample was tested on an unknown platform, also resulting positive. The repeat result obtained from the reference laboratory was reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative total hcg result.